Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump passed basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The insulin pump has cracked case at the display window corners, reservoir tube, reservoir tube window, battery tube threads, minor scratched display window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.